Event description:
Procedure: lap assisted sigmoid colectomy. According to the rptr: the pt was returned to surgery in 2008 for re-operation due to a staple line leak. The leak was fixed with add'l stapler devices and suture.

Manufacturer narrative:
Report states multiple device lot #s were used in the procedure but they are unsure which staple line the alleged leak occurred from. The lot#s, exp and mfg dates are as follows: lot# n7h387. Exp: 08/31/2012; mfg: 08/2007.